Manufacturer narrative:
Allergan has received the product however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported that a lap-band system has allegedly been explanted due to "separated balloon" at the band. The entire system was explanted and replaced. Follow-up findings: the problem was first observed when "the pt complained of "no restriction." The surgeon "kept filling" the band and it wasn't holding" fluid. "Less fluid" was noted than what was expected. A swallow study and fluoroscopy were performed.